Manufacturer narrative:
Additional information was added to a3, h4 and h6. H4: the lot was manufactured from january 28, 2020 - january 30, 2020. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor did not flow. It was further reported that upon disconnection the nursing staff noticed that the device did not infuse 5-fluorouracil as the content of the bladder did not reduce. This issue was identified during use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.